Event description:
It was reported that during a defibrillator change out, an insulation abrasion was noted on the left ventricular lead. Electrical measurements were -normal-. The lead remained implanted and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.